Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after experiencing muscle stimulation which took the patients breath away. The atrial lead exhibited a loss of capture and sensing. The lead was explanted and replaced on (B)(6) 2013.